Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level went as low as 52 mg/dl. Customer treated their low blood glucose with food. Customer advised the sensor came out, they rushed through their work and experienced an anxiety attack. Customer had low blood glucose, they experienced issues with their insulin pump, issues with their sensor and were hospitalized. Customer advised they would call back to troubleshoot the insulin pump.